Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 499 mg/dl at the time incident. The customer was treated by giving bolus with syringe and needle for high blood glucose. The customer reported that the auto feature mode was active. The insulin pump will not be returned for analysis.